Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), : product type: programmer, patient. Product ID: 3 889-28, lot# va0fntj, implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The consumer reported that there was pain in different parts of the body. The patient was pre-existing prior to the implant but gradually got worse since. There was no suspected problem with the device or therapy. She had a loss of therapy and she tried adjusting settings and changing programs, including reprogramming. There was no trauma or fall related to this issue. The patient was instructed by the health care professional to keep a voiding diary. There was a sudden change in therapy/ symptoms. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.